Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there were low speeds on the pt's history screen. Log files were submitted and contained two motor stop events. The first event occurred on (B)(6) 2014 at 5:06 pm, the second was recorded on (B)(6) 2014 at 4:28 am. These events appear to have occurred while the pt was connected to the pt cable. During onsite eval, the alarms were not producible. Abnormal pump operation reoccurred on the new controller and pt cable. A percutaneous lead short to shield condition was suspected. Technical service completed a distal end replacement and the alarms were not reproducible following the repair.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.